Event description:
Boston scientific received information that this patient's device migrated which pulled both the right atrial (ra) lead and right ventricular (rv) lead back. As a result the ra lead was explanted, however this rv lead was still functional and remains implanted in the patient. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.